Event description:
It was reported, that the device would not go into safe mode during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.